Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Following the implant of the valve, an st segment elevation was noted on electrocardiogram (ECG). The coronary arteries were visualized and the st segment elevation normalized. However, the patient became hemodynamically unstable and hypotensive. Subsequently, the patient was intubated, administered medication, and chest compressions were performed until extracorporeal membrane oxygenation (ECMO) was deployed. An echocardiogram was performed that revealed a pericardial effusion, aortic root dissection, and cardiac tamponade occurred. Therefore, pericardiocentesis was performed. The patient was transferred to the intensive care unit (ICU) for post-procedural care. Per the physician, the implant procedure and patient's calcified anatomy contributed to the event. Additional information was received that the exact timing of the dissection was not known and per the physician it was unknown whether the valve or delivery catheter system (dcs) caused the dissection. Additional information was received to report a medtronic guidewire was used as the working wire during the implant procedure. Per the physician, it was unknown whether the guidewire caused or contributed to the dissection.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product serial number (B)(6); product type: {0195-heartvalves}; implant date {(B)(6) 2026; product ID {d-evolutfx-2329}; product lot number(B)(6) }; product type: {0195-heartvalves}; implant date: not implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.